Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 22.2 mmol/l at the time of incident. The customer¿s current blood glucose value was 9.6 mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of event. The customer treated high blood glucose value with insulin pump. Customer was alleging that insulin pump was under delivering insulin because the pump was off due to power loss. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.